Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump will be replaced.